Manufacturer narrative:
Batch review performed on 22 january 2019: lot 181836: (B)(4) items manufactured and released on 13 june 2018. Expiration date: 2023-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: batch review performed on 22 january 2019: mpactacetabular shell ø60 two-holes reference 01.32.160dh (k132879). Ceramic liner not marketed in us.

Event description:
Revision surgery performed, 3 months after primary, due to infection. Pathogen is proteus. The stem was revised.